Event description:
It was reported that this [device] delivered rounds of inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to an episode of atrial arrhythmia. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.